Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that two knives were damaged from manufacturing and not sharp prior to surgery. Alternate knives were obtained in order to perform the procedures. There was no patient involvement or patient impact associated with the unsatisfactory knives.

Manufacturer narrative:
Additional information is provided. Two opened knife samples with foam protectors were received in a bag for the report of knives not being sharp. The returned samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. A photo attached to the parent complaint was reviewed by the investigation site. The photo is of two knives with label information. Both knives had foam tip protectors covering the blades. The product of the complaint was confirmed by the photo however, the reported issue of knives not being sharp was not confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections. A sample has been received at manufacturing that has not yet been evaluated. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received now clarifies that the two knives were noted to be unsatisfactory during cataract surgery.